Manufacturer narrative:
Unit received with detached end cap and loose/tilted drive support disk noted. Unable to perform displacement test, rewind test, basic occlusion test, prime/compromised force sensor system test, occlusion test and excessive no delivery test due to cracked end cap. Unable to verify motor error alarms due to detached end cap. Unit received with cracked lcd window, cracked case at lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, and missing drive support cap sticker. (B)(4).

Event description:
The customer reported via phone call that he dropped the insulin pump and the right side opened. The right side of the insulin pump where the drive support cap is located fell off. The insulin pump alarmed motor error. Customer's blood glucose level was 497 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.